Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain, failed back surgery syndrome, and chronic low back pain. Magnetic resonance imaging (MRI) compatibility guidelines were requested. The hcp reported that the patient had pain at the pump pocket site and in her back. The event date is an approximate date; the hcp stated that the patient said it was at least a couple months ago, but confirmed it was this year. It was later reported on the same day that the patient had an MRI, but was now going to be admitted to the hospital so they couldn't release her to her hcp to check her pump post MRI as previously planned. A request was made for a manufacturer's representative to help with the post MRI check. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.